Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed tire test ,repeated 5 times. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: h6(type of investigation, investigation findings, investigation conclusions). Corrected fields: h6(medical device - problem). A getinge field service engineer (fse) reported that the unit failed the pneumatic module leak test 5 times. The fse replaced the pneumatic module interface. The unit passed all functional and safety tests and was returned to customer having been cleared for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a